Event description:
During the initial surgery, a surgeon removed and replaced an intraocular lens (iol) with poor central clarity. The surgeon reported observing streaks of soap-bubble-like golden vacuole abnormalities. There was no pt impact/harm associated with the event.

Manufacturer narrative:
Reporting of this complaint is based on the establishment of a new two year rule as of 2006 regarding a previously filed MDR for complaint. Due to the establishment of this two year rule, a retrospective review of all similar complaints was conducted. This MDR filing is a result of a retrospective review. Evaluation summary: the complaint device associated with this report was not received for eval. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. This report was mailed to the FDA on: 05/16/2008. Add'l info was requested by phone on 08/22/2007 and by mail on 08/31/2007. A completed questionnaire was received on 09/06/2007.